Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "disconnected" error message with the level sensor on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), there was water in the reservoir and the level sensor was properly attached but the yellow light was on indicating the sensor was disconnected. The fsr sent the customer a replacement level sensor.